Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a near syncopal event during a threshold test. The electrogram showed noise on the ventricular channel. The pocket was opened, and it was discovered that the left ventricular lead and atrial lead had been reversed in the header the day before during an implantable cardioverter defibrillator implant. The leads were switched into the proper position in the device header.